Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to pain and subsidence over time. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(6). G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: -mdr347651 -mdr347653 -mdr347654.

Event description:
It was reported that a patient underwent a revision approximately 15 years post implantation due to pain and subsidence over time. However, upon further evaluation it was found that this device was not a contributing factor to the reported event as the stem is the only product that underwent subsidence.

Manufacturer narrative:
(B)(4). Upon further evaluation, it was found that this device was not a contributing factor to the reported event due to the stem is the only one that undergoes subsidence.